Event description:
It was reported that balloon rupture occurred. The 95% stenosed shunt was located in the moderately tortuous and severely calcified vessel. A 5.0mm x 40mm x 50cm athletis pta balloon dilatation catheter was advanced for dilation. However, during the first inflation at 34 atmospheres for 50 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
D2b - pro code (product code): lit, dqy